Event description:
After firing the device over the low distal rectum, the lumen remained open, and surgeon did not see any staples resulting in a permanent ileostoma. A delay of approximately 30 minutes occurred. Patient status reported to be okay.